Event description:
A nurse reported poor aspiration during a cataract intraocular lens implant procedure. Following a one hour delay for "troubleshooting," the procedure was completed with no patient harm.

Manufacturer narrative:
The company representative examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause could not be determined conclusively. (B)(4).